Event description:
The manufacturer received information alleging a service required alarm occurred on a ventilator and that the ventilator was noisy. The device was not in patient use. The ventilator was returned to the manufacturer service center for evaluation and the customer¿s complaint was confirmed. The device's sensor board and blower were replaced to address the issue. Additionally, the device had a two-hour performance test and passed.